Event description:
According to the reporter: during laparoscopically assisted vaginal hysterectomy while closing vaginal cuff, endostiches were difficult to toggle, load and unload. And the v-loc suture was also used, the reporter stated that both needle and thread got broke. The needle fell into patient cavity but was retrieved with a grasper. There was a surgical time extended more than 30 minutes. Several instrument and reloads were utilized to complete the procedure. No patient injury has been noted. Patient status: alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices .device two had a bent blade. Device two could not be loaded or toggled.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.